Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 271 (mg/dl). Reportedly, customer thought the site was not inserted correctly and re-inserted cannula. Customer changed infusion site and delivered a manual injection to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.